Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a surgeon performed a revision of a patient's right knee. A pkr was revised to a tkr. Rep reported that pkr baseplate was loose, and that no op notes, x-rays, or medical records are available per hospital policy.